Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the territory manager that customer is continuing to identify the probe as having issues, not recognizing it, etc. This occurred upon receiving the ultrasound out of the box and was reported back then. It continues being an issue I tried my probe and it did the same thing. The screen blacked out at the bottom different colors and squares showing up, removed battery and replaced it and it went away machine is freezing up confirmed software has been updated to 1.2.1.